Event description:
It was reported that exhibited primary audible alarm issues. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: additional information: no patient involvement. Device evaluation- the device was returned for evaluation. The device was given functional testing and found to meet with specifications. The reported alarm condition could not be duplicated during testing. The reported issue was not confirmed and the cause of the issue was not confirmed.

Event description:
Additional information: no patient involvement.